Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received the critical pump error. The blood glucose level was unknown. Customer reported that they received a critical pump error image on the pump screen. The customer reported that the insulin pump got wet. The troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the pump and recommended refer to back up plan per health care provider¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received open book or critical pump error after battery installation. The device received constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.